Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that routine x-rays were obtained and sent for review. The team was unsure about the area on the driveline above the modular cable. It was noted that visual inspection of the driveline was fine. Log files were not available. The area looked a little bit stressed near the exit site. The patient was not experiencing any alarms. The next appointment would not be until (B)(6) 2025. If there was a concern about the area. Log files were submitted later for evaluation which contained full of pulsatility index (pi) events on 10jun2025. Despite the driveline looking a bit stressed near the exit site, there was no conductor issue seen in the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed a stressed area of the driveline near the exit site. Although a specific cause for this finding could not be conclusively determined, it did not appear to contribute to an electrical issue. It was reported that routine driveline x-rays were obtained, and there was concern regarding the area on the driveline above the modular cable. The submitted x-ray images captured an area of the driveline near the exit site which appeared to be stressed. The cable showed slight bunching of the underlying layers in this area. Despite these findings, no areas of concern for potential wire compromise were observed. Review of the submitted log files captured the pump operating as intended. No notable events or alarms indicating an issue with the driveline were observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.